Manufacturer narrative:
Additional information: similar product to 190-000. The remainder of the investigation remains in progress. A supplemental report will be provided after completion. See related MFR. Report numbers for unconfirmed false positive results: 1221359-2022-02697 through 1221359-2022-02709. See related MFR. Report numbers for patients which had confirmatory pcr testing: 1221359-2022-02233 through 1221359-2022-02240.

Event description:
The customer reported thirteen unconfirmed false positive results with the ID now covid-19 assay performed on kitted nasal swab samples on (B)(6) 2022. This report is for patient eight (8) of thirteen (13). The customer indicated that no repeat or confirmation testing was performed for this patient and believes that this was a false positive result as they were receving many false positive results which had been confirmed as false positive with pcr testing. No additional information was reported regarding patient health status and outcome.

Manufacturer narrative:
Investigation report: testing was performed in duplicate at abbott diagnostics scarborough, inc. On retained kit lot 1063017 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 191-000 / lot 1063017 and test base part number 190-430 / lot 1063017. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1063017 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine an assignable root cause as the logfiles were not provided for investigation, however substances in the sample itself may have interfered with the reaction.